Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium result on a patient. There was no patient information available at the time of this report. Return product is not available. Date time I-stat lab date: (B)(6) 2018, time: 1428, I-stat: 2.39; ni, ni, ni, lab: 1.34. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/11/2018. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Event description:
Na.